Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker felt pacing at night. High right atrial (ra) lead impedance measurements of greater than 2000 ohms were noted. There was also oversensing on the ra channel of right ventricular (rv) signals. No adverse patient effects were reported. The device remains in service.